Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The failure mode "misfire/jamming - multiple staples firing" could not be confirmed from the picture provided by the complainant. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the staple is firing 2 staples at once". Additionally it was reported that this malfuncion happend during use on a patient. To complete the procedure a new replacement device was used. No patient injury or harm reported. Patient's current condition reported as "unknown".